Event description:
The patient reported back to back blood tests on their surestep meter, using separate finger sticks ten minutes apart, of 145 mg/dl and 109 mg/dl respectively (24% difference). Pt also reported a control result out of range on test strip lot # f121121a. Pt was sent a new meter, strips and control solution. When testing lot # f121121a with the new control solution, the result was within range. There was no allegation of harm.